Event description:
An endurant stent graft system was implanted in a patient for the treatment of a 6.6 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was short, 12 mm in length, with moderate angulation. The aortic neck was 22 mm in diameter at the renal artery and 12 mm below the renal artery it is 25 mm in diameter. It was reported that the bifurcated stent graft was implanted slightly lower than the physician intended. There were no endoleaks; however, the physician decided to implant an endurant aortic cuff proximal to cover the 2-3 cm between the stent graft and renal artery. The endurant aortic cuff stent graft delivery system was selected however was unable to be advanced through another manufacturer¿s 18f sheath. The physician removed the aortic cuff delivery catheter and the stent graft was partially unsheathed. The device was not re-inserted into the patient. The physician used another endurant 28x28x49 aortic cuff successfully. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (inaccurate placement), patient¿s condition affected effectiveness of device (anatomy related; conical aortic neck with moderate angulation); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; conical aortic neck with moderate angulation).